Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer had blood glucose levels from 40 to 50 mg/dl. Caller stated that the low blood glucose levels were due to insulin pump settings. The insulin pump was not replaced or returned for analysis.